Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The device was not inflating. The patient stated the device stopped working two weeks ago when he had an MRI done in accordance with the requirements. The ipp is currently implanted and the patient has an appointment with a urologist at the end of the month. There were no patient complications reported.